Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed a kink in the telescope assembly at 66.5 cm from femoral marker to the proximal end. An open hole was observed in the female telescope 49.5cm from the femoral marker at the proximal end. An open hole was observed at the sheath lap joint section of the device. Fluid leaks from the open hole observed in the female telescope and in the sheath lap joint section. Impedance testing shows an electrical open at proximal wave form. Full image characterization testing cannot be performed based on the returned condition of the catheter. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from removed hub. Imaging core windup was found within the telescope section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that lost image occurred. During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to view an unspecified target lesion. However, it was noted that lost image occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed an open hole at the sheath lap joint section of the device.